Event description:
Reporter wrote "put down feeding tube, pt intubated orally. Feeding tube seemed to go down easily when checking air to check placement met resistance. Pulled tube out found wire through tube and found that tube looked as if it had been kinked over at area where wire went through. Reinserted another tube without difficulty, same nares." There was no illness, injury or medical intervention. One pt involved.